Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. The balloon was first inflated at 6 atmospheres for 10 seconds, however, during fourth inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and there were no patient complications reported.